Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare provider (hcp) reported that the patient¿s device ¿was not working.¿ the hcp stated that the patient was getting an MRI for worsening back pain. It was noted that the issue started about two weeks prior to the date of this report. Indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.